Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had the sleeve fall off. The following information was provided by the initial reporter: "when drawing blood into a tube, a rubber sleeve of the needle pierced through the stopper. When detaching the tube, the rubber sleeve fell off, resulting in an exposed needle. ¿

Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had the sleeve fall off. The following information was provided by the initial reporter: "when drawing blood into a tube, a rubber sleeve of the needle pierced through the stopper. When detaching the tube, the rubber sleeve fell off, resulting in an exposed needle.¿.